Event description:
A malfunction was reported when the customer's pump screen went dark and wouldn't turn on, leading them to visit the emergency room and subsequently was admitted to the intensive care unit (ICU). The customers blood glucose level was 600 mg/dl and a high ketone level identified as dangerous by healthcare provider. The event did not cause any injury, and treatment with IV fluids and insulin were administered to address the bg. The customer was released after one day, on (B)(6) 2025, and no permanent damage was identified. The customer reverted to manual injections for insulin therapy.